Manufacturer narrative:
No product was returned. As per clinical, the impella 5.5 pump was delivered successfully into the left ventricle and the physician had great resistance while advancing catheter using repositioning unit blue button. After multiple attempts to slide repo unit was unsuccessful and later secured the blue suture hub with yellow pin in place and the physician was able to advance the catheter without any issues. The cause of the positioning issue was not determined since the product was not returned and based on insufficient clinical information.

Event description:
The user facility reported a 48-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the staff was experiencing a great deal of resistance in manipulating the catheter. The catheter was straight, no acute angles. After multiple attempts to slide repo unit, sterile water was applied to catheter shaft. Despite this, the doctor still experienced a great deal of resistance in being able to smoothly glide the repo unit. The doctor eventually pulled the graft distally and was able to secure the graft to the blue suture hub. Once it was secure, the doctor was able to advance the catheter without issue. No known patient harm or injury.